Event description:
Reporter indicated a vns therapy programming wand had trouble establishing communication with vns therapy patient's new generator. Troubleshooting did not resolve the issue. A different wand was utilized and communication was successful. The wand was returned to the manufacturer and product analysis confirmed the allegation. The serial data cable, which produced communication errors, had an open conductor. A known good bench serial data cable was substituted and all communications errors cleared.